Event description:
Pt underwent endovascular repair of their abdominal aortic aneurysm using the medtronic aneurx stent graft. At the end of the procedure there was a leak from the body of the stent and it was felt that this might seal on its own given time. They were discharged with plans to repeat a CT scan. Pt returned to the hospital a few days later with abdominal pain and was found to have inflammation around their aorta, as well as a persistent leak from the body of the device. A few days later, pt underwent explantation of the device however, pt died on the operating table during that open procedure.